Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form. In addition, a review of the batch manufacturing records was conducted and batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the wound was found to be infected on (B)(6) 2017 and she had a wound debridement and excision of the mesh and surrounding ¿wound infection.¿ no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
It was reported that her abdominal wound was healed during a doctor visit on (B)(6)/2017.